Event description:
The olympus regional repair center was informed that a customer maintenance/leakage tester unit was returned for inspection for an unspecified issue. During testing and inspection, the service technician became aware that the internal tube is contaminated/discolored and the power cord inlet is broken. No patient involvement or harm was reported to olympus.

Manufacturer narrative:
The service technician became aware that the internal tube is contaminated/discolored and the power cord inlet is broken. Additionally, the power switched is scratched and cracked. The pump performance is below specification and the circuit breakers, cables and main socket are damaged. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, regarding the tube is contaminated, the cause is unknown. Regarding the inlet is broken, it si likely the phenomenon is due to a faulty power code. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.